Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient presented via remote transmission. Upon interrogation, the right ventricular lead exhibited loss of capture. The patient was seen in clinic on (B)(6) 2019. Programming changes were made. The patient was in a stable condition. The patient was seen in emergency room on (B)(6) 2019 for atrial fibrillation and high ventricular rate unrelated to the device.